Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery anch with a max diameter of 11 mm and a 5 mm neck diameter. Landing zone: distal: 3.9 mm and proximal: 4.0 mm. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet treatment was administered. Post operative findings concerning blood flow imaging showed an object such as an exacerbation was observed in the eye artery, but it was not a problem when a repeat contrast study was performed after 10 minutes. The patient's vision did not have any problems. It was reported that after attempting to change the dislodgement position and resheath, the pipeline did not move at all after about 5 mm of the tip was deployed. Removed with microcatheter to ensure safety. No damage was observed in the pipeline itself. The pipeline was not used for an indication the is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a fubuki 7f guide catheter, phenom 27 microcatheter, and chikai 10 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no problem opening the pipeline. After unfolding the tip by about 5 mm, the pipeline does not move even if the wire is pushed and pulled. The pipeline was not difficult to position. Multiple pipelines were not in use. The physician did not feel any resistance in particular. The pipeline was collected. After collection, used a different size and place it without any problems. The device did not jump during deployment. Possible mild subarchnoid hemorrhage (sah) was observed in post-operative angiography. There is no surgical or medical problems with the patient even now. The procedure was completed by placing another size. Another size was adopted because there was no preparation of the same size.